Event description:
The customer initially reported that there were "quality problems" without further information. During in-house evaluation of returned product, it was determined that the stopcock plug was leaking due to a open weld line in the fluid path. There was no patient injury or treatment associated with event.